Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump reset unexpectedly. The customer's blood glucose level was 187 mg/dl and it was addressed with a bolus. During troubleshooting with tandem technical support (cts), the customer indicated that the cartridge would be reloaded and cts instructed the customer to resume insulin delivery.